Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving intrathecal bupivacaine and an unknown drug. The indications for use were failed back surgery syndrome and spinal pain. The patient was having problems with their pump in 2014-2015. The patient stated she was told the pump ¿wasn¿t working properly.¿ the patient was told a ¿mechanism wasn¿t working properly and had to change it.¿ the patient stated she ¿knew there were dates in 2014 and 2015.¿ there were no reported symptoms. It was also noted that the patient had a few surgeries since 2014.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), product type catheter.

Event description:
The consumer reported that the patient had been in pain since the pump was implanted. The health care professional (hcp) was reluctant to increase the dosage. The healthcare provider (hcp) was going to do a ¿pump-o-gram¿ to make sure the catheter was fine before increasing dosage. The pump was used to infuse bupivacaine, morphine and a third unknown drug. Additional information was received from a consumer regarding a patient receiving intrathecal bupivacaine and morphine. The health care provider (hcp) was reluctant to increase dosage because of the recall on the catheter. The patient stated that the current pump had a catheter issue (thought there was an issue). The patient was called and told that they might have a catheter situation. There were different manufacturing representatives ¿in and out,¿ and the patient could not recall the manufacturing representative who was there in 2015. The patient was told to go for a special test and see if it was connected; it looked like it was attached, and the patient did not feel like it worked. The patient had a catheter dye test. They felt like the pump was not working and had a dye study test in 2015. The patient had very low adjustments and did not really feel it because it was very low. The hcp was addressing the patient¿s pain needs. The patient had a homecare nurse that came to her house. The patient had oral meds for breakthrough pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.